Manufacturer narrative:
"Event description" details the discovery that this lead was replaced electively. No allegation of deficiency made against the device.

Event description:
It was reported that the lead was replaced electively and no allegation of deficiency was made against the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient could not enter into MRI mode and the physician decided to explant and replace the lead, which resolved the issue.

Manufacturer narrative:
The explant date was corrected.